Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the duplicate address was detected, causing the cubie to eject itself and prompt a ¿return to pharmacy¿ message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that duplicate address was detected, which caused the cubie to eject itself and display a ¿return to pharmacy¿ message. The field service engineer (fse) reseated the cables, cleaned the debris in drawer 5.2, and verified access successfully, resolving the issue. The system functioned after the field service engineer repaired the device.